Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 441 mg/dl. The customer treated with the pump and injection. The customer stated that the correction bolus was incorrect; the estimate is not matching blood glucose. The customer declined to troubleshoot for high readings. The customer was advised to monitor and call back.